Event description:
Reported due to surgical intervention. The physician attempted an arteriotomy closure with a perclose at (closer ak) device after a diagnostic procedure. Fluoroscopy was performed before the procedure but the results are unknown. No difficulties were reported with device insertion, deployment or removal. Reportedly, when the physician pulled the device out to harvest the sutures, the physician saw a large one inch piece of intimal tissue hanging off the foot of the device. The physician took another angiogram and saw "various dissections." He then reinserted a seven french sheath over-the-wire and observed no bleeding around the sheath. A vascular surgeon was consulted and the pt was taken to surgery. Reportedly, the surgeon "repaired the pt site of injury." The pt did "recover" and was discharged home four days later.